Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: on examination the keypad was intact without damage. On investigation, the ok button demonstrated intermittent unresponsiveness. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation duplicated the complaint. Unrelated to the original complaint, the display was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).